Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. Additionally it seems that an incomplete insertion has been achieved during implantation surgery, as telemetry shows channels 12 and 11 to be hi since the beginning. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient was having good performance until (B)(6) 2016, when the in-situ measurements started changing. In-situ measurements showed several electrode channels with high impedance status and one short circuit. The patient is reportedly still responding to sound; however an increase in volume has been requested. No accident or trauma has been reported. No further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements showed several electrode channels with high impedance status and one short circuit. The patient is reportedly still responding to sound; however an increase of volume has been requested. No accident or trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, it seems that an incomplete insertion has been achieved during implantation surgery, as in-situ measurements show channels 12 and 11 to be hi since first fitting. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had been having good performance until (B)(6) 2016, when the in-situ measurements started changing. The patient is reportedly still responding to sound; however an increase in volume has been requested. No accident or trauma has been reported. The patient has been re-implanted.